Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted with resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code appeared again, and caller acknowledged and understood instructions.